Event description:
End user reported that he is (B)(6) and is having an issue with the leg rests on his tdxsp power chair not being long enough for him, the foot plates and heel loops are also not large enough. User stated that he broke his leg on (B)(6) 2014, he was turning a corner in his home, caught it and broke the leg in two places. The user also stated that the heel loops put too much pressure on the heels, he has open wounds and a nurse comes to see him three times a week to tend the wounds and weekly he sees a podiatrist to check the wounds. The end user has mentioned that he has several legal cases open where he is suing the (B)(4). There is no alleged malfunction of the product, seems to be a fitting issue of the front riggings.